Manufacturer narrative:
Correction: following the procedure, the site's biomedical engineer performed a diagnostic test on the unit and confirmed that output energy was higher than user settings, however, since the polypectomy snare was discarded, it could not be confirmed whether a malfunction of the snare had contributed to the event. This information was omitted from the previous report. Visual inspection of the returned device found some minor scratches on the cover; otherwise the unit appeared to be in good physical condition. All knobs and switches functioned properly. The device passed the endostat iii return evaluation procedure and was within all test parameters. Additionally, all connections inside the unit were checked and wires were manipulated while power was active and no problems could be found. The condition of the returned device was not consistent with the complaint that the device output was high; the complaint was not confirmed. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified serial number.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2011-00513 addresses the other device. It was reported to boston scientific corporation that an endostat iii electrosurgical unit and a sensation polypectomy snare were used during a colonoscopy procedure performed on (B)(6), 2011. According to the complainant, the output power seemed to be above the set point. The unit was in the monopolar "coag" mode set to 25 watts when it was reported to be "running very hot." The procedure was completed with the same endostat iii electrosurgical unit and sensation polypectomy snare. There were no patient complications reported as a result of this event.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2011-00513 addresses the other device. It was reported to boston scientific corporation that an endostat iii electrosurgical unit and a sensation polypectomy snare were used during a colonoscopy procedure performed on (B)(6), 2011. According to the complainant, the output power seemed to be above the set point. The unit was in the monopolar "coag" mode set to 25 watts when it was reported to be "running very hot." The procedure was completed with the same endostat iii electrosurgical unit and sensation polypectomy snare. There were no patient complications reported as a result of this event.